Event description:
It was reported that a farapoint was selected for use. The patient presented to the emergency department with worsening atrial fibrillation with rapid ventricular response, accompanied by lightheadedness and dizziness. Electrical cardioversion was performed to restore rhythm. Diagnostic imaging, including, ultrasound, transthoracic echocardiogram (tte), and transesophageal echocardiogram (tee) was completed. The patient was admitted for monitoring and subsequently discharged the following day in stable condition.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received.